Manufacturer narrative:
The reported issue was resolved by replacing the instrument. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. As of the date of this report, intuitive surgical, inc. (Isi) has not received the instrument involved with the reported event.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the synchroseal instrument continuously burned. The clinical territory associate (cta) stated that they tried to power cycle the system but ended up replacing the instrument to correct this issue. The technical support engineer (tse) recommended to return the suspect instrument for investigation. The site proceeded with the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with a nurse who was present in the room at the time of the issue and obtained the following additional information: the nurse verified that they were in the room for the procedure. They were attempting to seal. They informed that energy did not continue to activate after the pedal was released. Energy only was activated as commanded by the surgeon. They had repeated delayed seal events where the synchroseal was sealing, but they never got the seal completion tone. No tissue was ever cut without a completed seal. After the fourth or fifth attempt, the tower began to smoke and there was a smell of burnt wires. The nurse clarified that the smoke and smell was coming from the tower and not from the patient. They switched to a backup synchroseal and there were no further issues. No additional information was provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was hitting the energy pedal for the synchroseal, but the seal was not completing. After the surgeon released the energy pedal, the energy continued to activate. The energy activation tone was sounding while energy was activated, but the reporter did not recall hearing seal completion tones. The surgeon did not attempt a cut on that tissue. The site needed to cycle the generator in order for the energy to stop activating. They attempted to seal again after cycling the generator, but the same issue occurred. This time, they unplugged the synchroseal to stop the energy activation. After switching to a backup synchroseal, the issue did not recur. The target tissue was omentum around the stomach. No tissue was cut that was not sufficiently sealed. There was no bleeding and no errors. The cta confirmed the procedure was a sleeve gastrectomy and believed that the instrument would be returned.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the advanced energy logs for the system associated with this event has been performed by an intuitive multiport software engineering manager. The following additional information was provided: from the e-200 logs, it was identified that there were several long synchroseal activations made (which indicates a potential issue with the instrument). These long activations, especially with a short condition that would cause the timeout, would lead to the instrument heating up and likely caused the burn mark that was noted on the generator. Without video footage or more detailed logs, it is impossible to discern what happened beyond this.